Manufacturer narrative:
(B)(4). Date sent: 4/23/2021. One photo received. During the visual analysis of one photo, the following was observed: the photo shows a staple line on the tissue and a damage appears to be seen above the staple line and on the opposite side from the staple line. Also, the staple line appears to be completed. In addition, a bleeding was noted on the tissue. Based on the photo the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What is meant by insufficiency in the staple line? Were there any difficulties experienced with device intraoperatively? During reoperation, describe insufficiency. What color cartridges were used throughout procedure? Was the staple line of bleed on appendicular stump or meso appendix? Were there any staple formation issues noted throughout care of patient? What is the current patient status?

Event description:
It was reported that a senior doctor informed me last evening that they had an insufficiency in the staple line, performed with ats45 in a appendectomy, which led to a 1.6l hemorrhage during the day and had to be retreated hours later. Upon request, the patient was previously treated with macomar blood thinners, which may well have led to bleeding. This required re-surgery, cleaning the inner haemorrhage and manually suturing the appendix,